Event description:
On (B)(6) 2026, the patient underwent a central venous catheter placement procedure using hickman/leonard/broviac central venous catheter. After some time, cracks were noted at the connection point between the narrow and wide sections of the catheter that had been repaired using a repair kit. The area was subsequently repaired again using the repair kit. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.